Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that when pt was connected to the artificial kidney, the operator noticed a leak at the level of the y connector. The catheter was implanted in (B)(6) 2012 and removed on (B)(6) 2012.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.